Event description:
Reference number (B)(4). Event occurred in canada. It was reported on (B)(6) 2026 that patient experienced infection at injection site. The affected area was located on the right side at the navel height, approximately four inches from the navel. The patient's concomitant medication included levodopa carbidopa, pramipexole, entacapone. No further information available.

Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.